Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the battery stopped working. It had helped quite a bit with her pain and she had not used it "this time" since a back surgery performed sometime in (B)(6) of this year, although she could not remember for sure. The patient was told that if this was the first time she had overdischarged her battery they could get it back running with a little time and effort. The patient replied this was "the second or third time, maybe more" that she had allowed her battery to die and a rep "told me I had to get a new one". Noncompliance led to the event. No diagnostics or troubleshooting was performed. The implantable neurostimulator (ins) was replaced on the day of the report. The issue was resolved at the time of this report. The patient was doing well in post-anesthesia care unit (pacu). Full coverage of painful areas was obtained. The patient said "it feels like heaven." It was noted the device was in the mail and was going to be sent back.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins to have been received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge was performed, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2015 and the battery was charged to 3.640 volts. The battery depleted to the ¿lock¿ mode (<(><<)>3.575 volts) on (B)(6) 2015. Subsequently, the battery depleted to an overdischarged stated prior to being received for analysis. The battery had reduced capacity due to overdischarge.